Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed, indicating the impedance trend on the rv (right ventricular) pacing lead was variable. Rv lead impedance weekly trends show measurements varying from 513 ohms up to a maximum of 1007 ohms. Since the rv unipolar lead impedance warning and polarity switch occurred (B)(6) 2015, the impedance has been within a normal range. (B)(4).

Event description:
It was reported that the patient has a history of syncope episodes, one of which occurred recently. It was further reported that a lead polarity switch occurred due to high impedance on the right ventricular (rv) lead. Reprogramming was done for the lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.